Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 8 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented with a red heart alarm with a message on the system controller to connect the driveline. The alarm reportedly occurred when the vad was connected to the power module. It was stated that no visible damage to the driveline was noted. The patient was asymptomatic. The patient was provided with an ungrounded power module patient cable. On 01/04/2016, the manufacturer's technical services representative reviewed x-ray images which showed an area of concern at the pump end bend relief at the pump connection, and another area of concern near the tapered edge of the pump end bend relief internal to the patient. During an on-site evaluation of the driveline on (B)(6) 2016, pump stoppage events were reproduced by having the patient lay flat on the bed with upper body movement. A pump stoppage event was unable to be reproduced by manipulation of the external distal area of the driveline. The patient received a pump exchange on (B)(6) 2016. No further information was provided.

Manufacturer narrative:
The report of pump stoppage events while connected to the power module was confirmed based on the evaluation of the returned pump. The pump was returned assembled and the entire driveline was returned in three sections. The proximal portion was approximately 1 inch, the middle portion approximately 9 inches, and the distal portion approximately 28 inches. Examination of the entire driveline found metal shielding breakdown at the pump end and at approximately 2.5 inches from the pump end. Furthermore, abrasion marks on the orange wire and a breach in the red wire insulation approximately 2.5 inches from the pump housing were identified. The damage appeared to be the result of abrasion due to repetitive flexing of the driveline in this location. As a result, the underlying red wire conductors were exposed. The reported pump stoppage events would have occurred as a result of the exposed wires contacting the braided shield and shorting while the device was supported by the power module. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.